Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2011-01438. It was reported that during a percutaneous transluminal rotational atherectomy treatment procedure, burr removal difficulties occurred. The 90% stenosed, 10mm long de novo and concentric lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). Significant angles were noted proximal to the lesion, however the lesion was located in a nearly straight portion of the vessel. Vascular access was gained via the femoral artery. Initially, the physician crossed the lesion with a non-bsc guide wire. Then the physician exchanged to the floppy rotawire guide wire. The physician attempted to cross a 2.0mm rotablator rotalink plus burr to the lesion, however the burr could not cross the lesion. The physician then advanced a non-bsc 3.0x15mm balloon and completed predilation. The physician then advanced the 1.75mm rotablator rotalink plus burr and 2-3 ablation runs were completed. However, the burr "jumped" over the target lesion, and became difficult to remove. The physician rotated the burr in an attempt to remove it, however the burr then stalled. The patient was taken to surgery for burr and wire removal and CABG. No further patient complications were reported, and patient status following surgery is listed as fine.